Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, and unique device identification (UDI) are unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the tip of the probe was reported to have been bent due to hard bone. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Lot number added. The probe instrument was returned to the manufacturer for analysis. Analysis found that the tip was bent as a result of contact with hard bone this issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.